Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). The stylet for the ablation system was returned to the manufacturer for evaluation. Testing found that the stylet was removed and had fit issues with the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while preparing for a neuro soft tissue ablation, the stylet for the ablation system was damaged when attempting to enter it into the cooling catheter system (ccs). It was noted that catheter provided resistance to the stylet cap as attempting to remove it from the unit resulting in the damage. It was reported that the stylet could be inserted with the original cap when testing alongside a new catheter. A second catheter was used to complete the procedure. It was noted that the issue occurred prior to insertion into the patient. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.